Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Due to the patients age, the device remained implanted with no intervention. No further information was available.